Manufacturer narrative:
The handpiece was tested and the company representative was unable to find any contributing factors for the reported issue. The handpiece was manufactured on february 14, 2018. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications per product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample is in transit to the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported abnormal heating of the handpiece. Event details and patient involvement are unknown. Additional information has been requested. This is the second of two reports for this facility.